Manufacturer narrative:
Philips service adjusted the pd.assy.frontpanel boxed power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the shadowless light was not working and delayed shutdown was observed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.